Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported dexcom g7 continuous glucose monitoring (cgm) inconsistencies after replacing a sensor. The cgm reading was 193 mg/dl, while fingerstick readings were 248 mg/dl and 254 mg/dl. The agent explained the expected delay and variance between cgm and fingerstick readings and walked the user through entering the manual bg into the ilet. The user¿s bg was stable and trending normally. The highest blood glucose (bg) recorded was 600 mg/dl from a prior related case. Bg was corrected through bg run mode, backup therapy, and sensor reconnection. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.